Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that since this defibrillator was implanted she has experienced several syncopal episodes. A patient initiated interrogation was performed and sent to the physician. No additional adverse patient effects were reported.